Event description:
This is a spontaneous case report received from a other non health care professional and from a physician in united states on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent birth control. Essure lot number used on (B)(6) 2014 was b97489 with expiration date in nov.2016. The health care professional stated malfunctioned, he went to deploy the coil into the os (fallopian tube orificium) and was ready to back out and the device came apart in there. The physician's assistant who called to the company did not know if device broke in the patient as she was not in the room. Device was available for return. No additional information was provided. Ptc investigation result was received on 02-sep-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported adverse event is a known, possible, undesirable event and not indicative of a quality defect per se. In this particular case, additionally a technical defect (breakage) was reported. The reported technical defect could not be evaluated in more detail due to lack of sample return (see technical assessment). One further ae case reports have been received to date in relation to batch no. B97489, this case refers also to similar adverse types of events but not to similar technical types of events. No unusual pattern could be identified. The review of the manufacturing- and release documentation of the concerned batch revealed no reason to suspect a quality deficit (see technical statement). The technical assessment concluded "unconfirmed quality defect." In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information from 10-sep-2014: follow-up attempts were done with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced malfunctioned, he went to deploy the coil into the os and was ready to back out and the device came apart in there. This event was considered non-serious and previously regarded as unlisted according to the reference safety information for essure; however, upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. This case was regarded as other reportable incident due to the reported breakage. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, it was reported that the breakage occurred during insertion, however the reporter did not know if the device broke off in patient. Considering the nature of the reported event, a causal relationship with essure cannot be excluded. A product technical analysis was performed and the review of the manufacturing and release documentation of the concerned batch revealed no reason to suspect a quality deficit. The technical assessment concluded "unconfirmed quality defect." No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.